Event description:
Prior to the procedure, the patient's left internal iliac artery was emoblized, with the intent to land the endovascular component in the external iliac artery. The leg grafts were depoloyed in the contralateral iliac artery as planned. However due to the tortuousity in the vessel a noted impingement of the graft was observed. Another manufacturer's covered graft as well as an expandable stent were deployed inside the graft bridging the junction of the two iliac leg grafts and further opening up the lumen at the site of the constriction. After the deployment of the additional stent, an iliac leg extension was deployed distal to the second leg graft for the purpose of extending the landing zone further into the external iliac artery and promoting a more secure seal. The completion angiogram noted good flow through the contralateral iliac leg graft, with no visualization of endoleak presence. Procedure concluded.